Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report an intermate in which a reservoir ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample is reported to be available. A follow-up report will be submitted if device evaluations results or additional information becomes available.